Event description:
Procedure type: urogynecological. According to the reporter: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced physical pain, suffering, permanent injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received underwent cystourethroscopy, vaginal extraperitoneal colpopexy, transobturator polypropylene mesh sling (uretex), cystocele repair with mesh (prolift), perineoplasty, and rectocele repair with mesh (prolift). Complications post implant include, rectal pressure, leaking urine, perineal numbness, fecal incontinence, stress urinary incontinence, pelvic pain, dyspareunia.